Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose (bg) was 508 mg/dl. A manual injection was administered to address bg. The customer successfully reloaded the cartridge and insulin delivery was resumed. Upon follow up, bg was approximately 120 mg/dl.